Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that when the system was on, the patient had a sense of burning along their lower back. It was reported that there were no known contributing factors to the issue. When the system was on there was sense of burning across their lower back, but when it was turned off, it was indicated that the sense of burning went away. When the doctor looked at the patient¿s back it was noted to look normal, with no discoloring of the skin and no rash, etc. Reprogramming was done, but the rep noted they were not sure what to do. The issue was not resolved. No surgical intervention occurred, but it was asked but was unknown if surgical intervention would be planned.